Event description:
It was reported that the ilet bionic pancreas had a screen that was completely unresponsive and appeared powered off while the pump continued to beep and remained connected to the mobile app, and the user had not trained on or initiated therapy. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health or medical intervention. Investigation included a review of the device history and instructions provided to return the device for evaluation, along with guidance to shut down the device if possible and to sync data via the mobile app. Investigation of this case revealed the device screen was nonfunctional and could not be powered down due to the unresponsive display. It was concluded that the device exhibited a hardware display failure with no patient harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.